Manufacturer narrative:
Follow up # 1/supplemental report text 02/04/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) (B) (4) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call. The patient reported that he started to use the subject meter approximately 2 months prior to contacting lfs and began to obtain alleged inaccurate high readings with the meter shortly afterwards. On unspecified dates/times, the patient claimed he obtained blood glucose results in the "28 and 29 mmol/l¿ range with the subject meter. The patient stated he normally tested in the "8-12 mmol/l" range. Prior to the start of the alleged issue, the patient stated he was taking 20u of lantus insulin at night (set dose). Within weeks of the start of the alleged issue, the patient claimed he saw his physician on 4 different occasions (dates/times not provided). The patient confirmed these visits were routine. The patient denied that his blood glucose was not tested on any other device during the office visits; however, reported that his physician advised him to take an increased dose of lantus insulin at night (5 additional units) at each visit. The patient claimed that his physician made this adjustment to his medication after reviewing results noted in his logbook. The patient claimed in a 2 month period, he went from taking 20u of lantus insulin at night to 40u. Approximately 1 ½ weeks after he started to take the increased dose of lantus insulin, the patient reported he had symptoms of feeling nauseous, sweaty and not feeling well almost every day. The patient stated the symptoms were ongoing for about 1 ½ months. The patient informed the csr that he associated the symptoms with a low glucose; however, when his blood glucose was tested with the subject meter at the time of the symptoms, he would obtain readings in the "high 20" range.the patient claimed that on a few occasions his homecare nurse gave him juice or fruit when he felt like he was about to "buckle over." At the time of troubleshooting, the csr noted that the patient was using the correct testing technique. The patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he developed symptoms suggestive of severe hypoglycemia after his physician adjusted his insulin regimen based on inaccurate high readings obtained with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.